Event description:
(B)(6) states the dealer has had multiple issues with this chair. (B)(4) is requesting we send all these items out to see if it correct the problem. If not he is going to ask chair to be replaced. Intermittent drive lock out, the tilt and recline operates intermittently , verified the actuators are working, replaced the mercury switches, controller inhibit error and joystick not responding. (B)(4).